Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that he receives an alarm. In troubleshooting blockage was found at the site. No further information was available.